Manufacturer narrative:
It was reported that the monomer transfer was incomplete, and the cement cured too fast. It was okay for the cementation of the tibia but not for the femur and had to be removed from it. By doing so the lateral condyle was damaged. Presumably the fast-curing cement was a result of the incomplete transfer of monomer liquid to monomer powder. As for the incomplete monomer transfer, tests have shown that there is no technical defect in our product palacos® r+g pro. Currently, it is assumed that in addition to possible user errors, the transfer of the monomer liquid can vary depending on the vacuum pump output. Palacos® r+g pro is operated under vacuum, which is why a connection to a vacuum pump is necessary. The vacuum pump performance can be influenced by various factors, e.g. The inlet pressure in the hospital, the number of vacuum consumers operating at the same time, a kinked or blocked vacuum hose with liquids / cement or an incorrectly connected filter on the vacuum pump. Due to the variance in pump performance that may occur on the market, it is possible that in some cases there may be a delayed or no monomer transfer. In the instructions for use (IFU) of the palacos® r + g pro it is described that the user has to operate the vacuum pump for a total of 30 seconds. These 30 seconds consist of 10 seconds to initiate the monomer transfer (figure 6 in the IFU) and 20 seconds to mix the components under vacuum (figure 7 in the IFU). The 10 seconds described in the IFU, in which the monomer transfer is usually completed, may not be sufficient for the complete transfer if the vacuum pump output is reduced. By maintaining the vacuum for a further 20 seconds when mixing the components, a complete monomer transfer is achieved even with reduced vacuum pump performance. Furthermore, in the IFU of the palamix® vacuum pump, it is precisely defined which vacuum pump output the pump needs for full functionality. It is unclear if a user error or a faulty hardware led to the incomplete monomer transfer. However, if only a part of the monomer transfers, it should be discarded since the cement does not have the right consistency for cementation. Therefore, it is important, that the user familiarize itself with the cement properties before use. This is also stated in the instructions for use (IFU) of the device. Moreover, it was reported that tibia and femur were cemented with one unit of palacos® r+g pro. The cement could be still used for the tibia but cured too fast for the femur. If only one cement pack is used for both components, the user has less time to cement each component. How much time is available can be seen in the curing time diagram at the end of the IFU of the device. Excerpt from IFU, paragraph "preparation and mixing": the mixing times, waiting times, working times and curing times of palacos® r+g pro are shown on the diagram at the end of theses instructions. Please note that they are stated for guidance only, because the working time and curing time depend on temperature, mixing and humidity, whereby direct ambient temperatures also have an influence.

Event description:
It was reported that during a tka, the bone cement palacos r+g pro cured too fast. It could be used for the tibia, but when cementing the femur it was already too hard to use and the cement had to be removed from the bone. Access surgery time 20 minutes due removal of the cement. During the removal the lateral condyl was damaged and bone graft had to be put in. As a result the patient underwent a longer post operative recovery. Afterwards the or staff discovered that the monomer liquid did not transfer completely. Standard or temperature (18-19 °c). Associated devices: genesis ii. First awareness of this event: 19.12.2022 but clarification on what exactly happened: 20.01.2023.